Event description:
The pump was returned for investigation. Evaluation revealed the display was scratched in multiple places. This report is made based on results of investigation completed on 09/23/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2014 with the following findings: evaluation revealed that the display lens is scratched in multiple areas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).